Event description:
Had inflammatory reaction, synovitis [synovitis of shoulder] ([joint effusion]) off-label use as per local labelling due to synvisc one was administered on the shoulder of the patient [off label use] case narrative: initial information received on (B)(6)2024 regarding an unsolicited valid non-serious case received from a physician; case upgraded to serious case on 12-dec-2024. This case is linked with (B)(6) (same patient right shoulder). This case involves a 75-year-old female patient who experienced had inflammatory reaction, synovitis while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. Off-label use as per local labelling due to synvisc one was administered on the shoulder of the patient directly linked to off label use. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medication included alendronate sodium (alendronate). On (B)(6) 2024, the patient started using hylan g-f 20, sodium hyaluronate injection in left shoulder (strength: 48mg/6ml) (unknown dose, and indication) 1x (once) via intra-articular route (shoulder) (off label use) (same day latency) (batch number: ersl017, expiry date on apr-2027). On (B)(6) 2024 the patient had inflammatory reaction, synovitis (synovitis) (latency: 2 days) (batch number: ersl017, expiry date on apr-2027) and on (B)(6) 2024, patient had large denohumeral joint effusion (batch number: ersl017, expiry date on apr-2027) (latency: 10 days). Action taken: not applicable for synovitis. Corrective treatment: methylprednisolone acetate (depo medrol) for synovitis. At time of reporting, the outcome was not recovered/not resolved for synovitis. Seriousness criteria: intervention required for synovitis. A product technical complaint (ptc) was initiated on (B)(6) 2024 for synvisc one (hylan g-f 20, sodium hyaluronate) (batch number: ersl017 and expiry date: apr-2027) with global ptc number: complaint (B)(4). Ptc stated: (rc (B)(6)2024) batch number ersl017, synvisc one was manufactured on 07may2024 with expiration date of 30apr2027 yielding 5,000 singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there is a total of four (4) complaints for lot ersl017. Complaint-(B)(4)-ersl017 -other adverse reaction nos, complaint- (B)(4)-ersl017 -other adverse reaction nos, complaint-(B)(4)-ersl017 -other adverse reaction nos, complaint-(B)(4)-ersl017 -other adverse reaction nos. Based on investigation and trend analysis, no CAPA required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis complaint handling to determine if a CAPA (corrective and preventive action) is required. There is no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final investigation was completed on 19-dec-2024 with summarized conclusion as no investigation possible. Additional information was received on 19-dec-2024 from quality department: ptc details with summarized conclusion added. Text was amended accordingly. Additional information was received on 12-dec-2024 from the other healthcare professional. Case upgraded to serious from non-serious with the addition of the event of large denohumeral joint effusion as symptom to synovitis with the seriousness criteria of intervention required. Clinical course updated and text amended accordingly.

Event description:
Had inflammatory reaction, synovitis [synovitis of shoulder] ([joint effusion]) off-label use as per local labelling due to synvisc one was administered on the left shoulder of the patient [off label use]. Case narrative: initial information received on 14-nov-2024 regarding an unsolicited valid non-serious case received from a physician; case upgraded to serious case on 12-dec-2024. This case is linked with (B)(4) (duplicate; deletion case). This case involves a 75-year-old female patient who experienced had inflammatory reaction, synovitis while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. Off-label use as per local labelling due to synvisc one was administered on the left shoulder of the patient directly linked to off label use. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medication included alendronate sodium (alendronate). On (B)(6) 2024, the patient started using hylan g-f 20, sodium hyaluronate injection in left shoulder (strength: 48mg/6ml) (unknown dose, and indication) 1x (once) via intra-articular route (shoulder) (off label use) (same day latency) (batch number: ersl017, expiry date on 30-apr-2027). On (B)(6) 2024 the patient had inflammatory reaction, synovitis (synovitis) (latency: 2 days) (batch number: ersl017, expiry date on apr-2027) and on (B)(6) 2024, patient had large denohumeral joint effusion (batch number: ersl017, expiry date on 30-apr-2027) (latency: 10 days) action taken: not applicable for synovitis and off label use. Corrective treatment: methylprednisolone acetate (depo medrol) for synovitis. At time of reporting, the outcome was not recovered/not resolved for synovitis. Seriousness criteria: intervention required for synovitis. A product technical complaint (ptc) was initiated on (B)(6) 2024 for synvisc one (hylan g-f 20, sodium hyaluronate) (batch number: ersl017 and expiry date: 30-apr-2027) with global ptc number: (B)(4). Ptc stated: ((B)(6) 2024) batch number ersl017, synvisc one was manufactured on 07may2024 with expiration date of 30apr2027 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there is a total of four (4) complaints for lot ersl017. (B)(4) -other adverse reaction nos. (B)(4) -other adverse reaction nos. (B)(4) -other adverse reaction nos. (B)(4) -other adverse reaction nos. Based on investigation and trend analysis, no CAPA required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis complaint handling to determine if a CAPA (corrective and preventive action) is required. There is no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final investigation was completed on (B)(6) 2024 with summarized conclusion as no investigation possible. Additional information was received on 19-dec-2024 from quality department: ptc details with summarized conclusion added. Text was amended accordingly. Additional information was received on 12-dec-2024 from the other healthcare professional. Case upgraded to serious from non-serious with the addition of the event of large denohumeral joint effusion as symptom to synovitis with the seriousness criteria of intervention required. Clinical course updated and text amended accordingly. Upon internal review on (B)(6) 2025 the (B)(4) (to be deleted) was identified to be duplicate of (B)(4). Hence, all the information from the (B)(4) (to be deleted) has been merged in (B)(4). The related case ID was added. Text amended accordingly. Based on data previously received, the following information has been amended: core, ib and uspi listedness of the event synovitis amended from unlisted to listed.